Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements as high as 131 ohms. Despite the high measurements, it was noted that typical values ranged between 100-110 ohms. Boston scientific technical services (ts) explained the measurements could be the result of normal variability of a single coil lead but provided suggestions for additional testing as well as follow-up. The physician elected to increase the alert threshold for out-of-range impedance measurements and enrolled the patient in the remote monitoring system for continued follow-up. No adverse patient effects were reported. This system remains in service.

Event description:
Additional information was received indicating a procedure was performed during which time this patient's rv shock lead and ICD were evaluated. Prior to the procedure, shock impedance measurements remained high. An x-ray of the device header was performed indicating the lead was fully inserted. The lead was tested via pacing system analyzer (psa) and all parameters, including shock impedance, were within normal limits and remained so upon reconnecting the lead to the device. A ventricular fibrillation (vf) induction test was performed confirming effective shock therapy. No further out-of-range measurements have been observed since the revision procedure. No adverse patient effects were reported. This system remains in service.